Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the durata lead failure was observed after 31 months. Failure was defined as electrical noise, impedance change/out of range, increase in rv threshold, and/or decrease in r-wave amplitude.